Event description:
It was reported that during an unknown procedure, there is foreign matter in the package of the device. The nurse found no staples in the gold reload. Changed new device and reload. The cut line and staple line were deployed as expected after firing. But the sheet metal fell off when unsnapped the reload from the cartridge jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: pan. The analysis results showed that two ecr45d cartridge reloads were received. Cartridge (a) ecr45d, l5318d was received fully and in good visual conditions. Cartridge (b) ecr45d, l5318d was received fully fired. In addition the cartridge pan was noted to be dislodged from the cartridge. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The reported event could not be confirmed as the reloads were received out of their sterile packages. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Photographic analysis: based on the photo evidence of the subject pse45 device with an ecr45d (gold) cartridge, the event description that the pan came off the cartridge can be confirmed, but there is not enough evidence to determine what may have caused the event.